Manufacturer narrative:
Serial number: (B)(4).

Event description:
During beckman coulter manufacturing final test procedures, there were intermittent motion errors generated from the incubator belt. While investigating the motion errors, it was discovered there were both metal and plastic shavings on top of the newly designed aluminum belt pulleys and signs of wear on the light shield. Further investigation resulted in a preliminary determination that the size of the new pulleys was too large and was causing the pulley to rub against the light shield. Patient samples were not involved. There was no patient impact associated with this event.